Manufacturer narrative:
The full number for the product in question is (B)(4). The immucor investigation laboratory in (B)(4) assessed retention product on (B)(4) 2014 and the product performed as expected. Returned samples were also assessed and they exhibited weakly reacting anti-fyb.

Event description:
On (B)(6) 2014, a customer in austria ((B)(6)) reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument.